Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the cartridge was cracked and the customer changed the pump supplies and continued to use the pump for insulin therapy.